Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent high out-of-range (oor) pacing impedances on the left ventricular (lv) lead, measuring greater than 2000 ohms. It was also noted that the device was programmed lv only, however, the right ventricular (rv) pacing percentage was 90%. Boston scientific technical services (ts) recommended troubleshooting options. This crt-d remains in service. No adverse patient effects were reported.